Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd facs aria¿ ethanol under pressure sprayed outside of instrument. The user impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: when switching to ethanol by the operation of weekly shutdown, ethanol blows out from the root of the ethanol line part. The user has stopped using the ethanol tank. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Ethanol. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? Unknown.

Manufacturer narrative:
After further review MFR#(B)(4)is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facs aria¿ ethanol under pressure sprayed outside of instrument. The user impact was not reported. The following information was provided by the initial reporter, translated from japanese to english: when switching to ethanol by the operation of weeklyshutdown, ethanol blows out from the root of the ethanol line part. The user has stopped using the ethanol tank. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? Yes. 4. What was the fluid that leaked? Ethanol. 5. Did biohazard leak before or after waste line? Before waste line. 7. Was the customer/bd personnel physically in contact with the fluid? Unknown.